Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient touched an electrical outlet while working around the house and got electrocuted. As a result, their implant was not working anymore, would not charge and would not turn on. Patient's relative stated they received a "call the doctor icon" following the event but does not remember the code. Two days later, manufacturing representative did some troubleshooting and they got the reposition antenna screen on the recharger and also confirmed a poor communication screen on the programmer. Patient was provided with a list of physicians to follow up with. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.